Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when the specimen was removed from the cavity, the bag ruptured in the crevice at the bottom, and the sac left and part of the specimen was half in and half out of the cavity. There was not any irreversible damage. There was not blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Distal end of pouch was stretched, deformed and torn before the weld. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if during specimen retrieval process the specimen pouch is subjected to excessive manipulation or forces which causes stretching and deformation to the specimen pouch until it ultimately rips. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.